Event description:
The floor lift was used to transfer the pt out of the bath. The device was placed a bit higher, the batch was reclined to let go the water, then put back ito start position. At this moment, the floor lift tipped and the client got stuck. The pt sustained fractures to the left upper leg and right leg. She was hospitalized with both legs plastered, with morphine for pain, but was not in good shape for being operated on.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4). Up to (B)(4) 2012, complaints related to this product were handled by arjo hospital equipment (B)(4) and any medwatch reports were submitted. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4) and any medwatch reports will be submitted. The device was inspected on-site by a rep of the designated complaints handling unit (dchu)'s sales and service unit subsidiary division, not a direct employee of the dchu. Damage on the bath shows a "bleu" spot on the side of the electrical jib. Add'l info will be provided following the conclusion of the dchu's investigation.